Event description:
It was reported that the night prior to the report, (B)(6) 2015, the patient turned their machine off. If they made certain moves they could still feel the electric shock even though it was off. They didn¿t adjust anything. It was later reported the patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. There was an appointment date noted for (B)(6) 2015.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n333483, implanted: (B)(6) 2014, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3550-39, lot# n394890, implanted: (B)(6) 2014, product type: accessory. (B)(4).